Event description:
The following has been reported: had an interesting time with vancomycin. It was already constituted and nurse started out with a higher concentration at a usual rate, then lower concentration at a faster rate. The high [concentration] produced fizzing that was audible from outside the cassette. The other one had bubbling, but not the fizzing sound. "Vanco. - I ran two types of infusions, both stored in same fridge and at the same temp at start. * first was 2.5 g/ 500ml ns ran at 500 ml/hr, it was visibly bubbly in the lines from about 10 minutes into the infusion. The air in line alarm started when there were about 20 min left. At this time I had to clear the large bubbles that had formed from the cartridge. There is no foaming and some tiny bubbling in the upper part of the chamber but they appear to dissipate rapidly. However, at this time I realized that I could hear fizzing that sounds like a diet coke freshly opened coming from inside the cartridge. The air alarm went off 2 more times. When the remainder of the bag was ran on the alaris, there were no fizzing sounds and no visible bubbling. * second 1.75 g/500ml ran at 500ml/ hr to start. Tubing had the tiny bubbles throughout, no fizzing at this rate, air in line alarm at 10 mins, did not repeat after clearing the line and chamber. When rate was increased to 999 ml/hr loud and visible fizzing in chamber." No pump logs/serial number or set information was provided. No adverse event was reported. Additional training and feedback regarding priming and the use of check valves for certain drugs was provided to address these issues.

Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.